Event description:
Stricture was discovered two weeks after focal ablation and endo mucosal resections (emr) was performed. Dilation was performed by the physician. There was no associated malfunction of the device.